Event description:
In 2002, this patient was implanted with gore excluder bifurcated endoprosthesis to treat a 5.5cm abdominal aortic aneurysm. Annual CT images have revealed aneurysm growth with evidence of endotension and possible type ii endoleaks. In 2008, another CT rendered continuous endotension and aneurysm growth with maximum aneurysm diameters of 6.4cm x 7.3cm. The physician is choosing a wait and watch approach and will perform another CT within four or five months.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional related implanted device: pc141000/012771604. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis.